Manufacturer narrative:
This product is not marketed in the us. B4.

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -14.5 diopter, in the patient's left eye (os) on (B)(6) 2013. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation - product evaluation found lens returned dry in a small vial and clear surgical residue/debris on product. Visual inspection found no visible damage to lens and clear residue on lens surface. (B)(4).

Manufacturer narrative:
(B)(4), contraindication was reported in error. (B)(4).